Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were 364mg/dl, 176mg/dl, 166mg/dl, 142mg/dl. Tests were done <10 mins apart with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.